Event description:
The customer received a questionably high bilirubin result for a neonate patient that was reported outside the laboratory. The test was repeated just before a transfusion treatment was initiated. The repeat result was much lower. No specific patient test results were provided and will not be provided. There was no report of any adverse events. The customer declined to provide additional information.

Manufacturer narrative:
The customer refused to provide additional information. An investigation was not possible. No root cause could be determined.

Manufacturer narrative:
This event occured in (B)(6).